Event description:
A malfunction alarm identified as malf 1 was reported by the customer, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. The customer arranged to use multiple daily injections as a backup therapy and received instructions on placing the pump into storage mode.